Event description:
It was reported to philips that a rotor error caused imaging failure during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the anode drive unit (adu) and set of fuses and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).